Event description:
It was reported that the user's dexcom g6 did not pair with the ilet or the ilet app because the sensor code and correct transmitter code were not entered, and the user had toggled sensor types, which led to an incorrect setup; after guided troubleshooting to select the correct sensor type and enter the proper sensor and transmitter codes, pairing completed within minutes and glucose values appeared on the ilet display. Symptoms included no patient symptoms. Outcomes included successful restoration of cgm connectivity and display of glucose data with no alerts or alarms and no clinical impact. Investigation included user-guided troubleshooting and verification of correct code entry and sensor type selection. Investigation of this case revealed user setup error related to incorrect or missing pairing codes and initial selection of the wrong sensor type, with device function normal after proper configuration. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.